Manufacturer narrative:
B5 was updated.

Event description:
The parent reported that the patient was hospitalized for 11 days, from (B)(6) 2026 to (B)(6) 2026, due to persistent high blood glucose levels. The patient had removed the pod at home before going to the hospital, and the next pod applied in the hospital was also removed during the stay. The parent was unable to provide the pod lot or sequence numbers. During hospitalization, the patient experienced blood glucose levels around 400 mg/dl and symptoms including feeling unwell, lack of concentration, and temper changes. Medical assistance was required, and healthcare providers adjusted the therapy settings on the device and provided training on the updated settings. Multiple healthcare providers were involved throughout the hospital stay. The patient was diagnosed with high blood glucose levels. No information was available regarding medications administered during the hospital stay. A supplemental report will be provided if additional details are obtained. Additional information was received on 26 march 2026. Legal guardian confirmed that the patient did not receive any treatment as this was not an emergency visit as it was a planned hospital stay.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent reported that the patient was hospitalized for 11 days, from (B)(6) 2026, due to persistent high blood glucose levels. The patient had removed the pod at home before going to the hospital, and the next pod applied in the hospital was also removed during the stay. The parent was unable to provide the pod lot or sequence numbers. During hospitalization, the patient experienced blood glucose levels around 400 mg/dl and symptoms including feeling unwell, lack of concentration, and temper changes. Medical assistance was required, and healthcare providers adjusted the therapy settings on the device and provided training on the updated settings. Multiple healthcare providers were involved throughout the hospital stay. The patient was diagnosed with high blood glucose levels. No information was available regarding medications administered during the hospital stay. A supplemental report will be provided if additional details are obtained.